Manufacturer narrative:
The sureform stapler instrument or sureform 60 blue reloads were not returned for failure analysis investigation. A review of the logs for the sureform stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show part number 480460-09, lot number t90220505-0012, was installed on the system 6x and fired 5 reloads (5 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp attempt was incomplete, stopping at about 69% completion. The next clamp was aborted by the user at about 58% completion. The 3rd clamp was successful, and the firing was completed with 2 pauses for compression. On install 3, the user made 5 incomplete clamp attempts ranging from about 61% to about 64% completion. No firing was attempted on this install. On install 4, the first 2 clamp attempts were incomplete, stopping at about 61% and about 63%, respectively. The 3rd clamp attempt was successful and the firing was complete with 1 pause for compression. On installs 5 and 6, the first clamp was successful and the firings were completed with 1 pause and no pauses for compression, respectively. All unclamps were completed without error. There were no stapler related errors in the logs for this procedure. The images show an open segment of bowel. There are staples present on the right side of the opening and appear to mostly be properly formed. Do not see any staples on the left side of the opening, suggesting that perhaps the tissue tore next to the staple line rather than the staple line itself opening. The multiple tissue too thick messages suggest that the tissue may have been challenging. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the patient experienced a staple line like from a sureform 60 blue reload; the patient received a secondary, unplanned surgery to resolve this leak. This sureform 60 reload was being used to divide the colon and small bowel during the procedure. During the division of the small bowel, there was an issue with clamping down the stapler, and there was a tissue too thick message. After the fire, the surgeon noticed a small section of the small bowel wasn't completely closed. As a result, the surgeon installed another blue sureform60 reload and had to re-staple proximal to the misfired staple line by taking additional tissue. Again, there was a tissue-too-thick message. However, the surgeon completed the firing and divided the small bowel with no issues. After that, there were no further issues reported. He had used the firefly to ensure the tissue was well vascularized. The surgeon had done a hand-sewn side-to-side anastomosis. The surgeon confirmed a successful procedure with intact staple lines. Post-surgery, the patient experienced complications that required multiple laparotomies. Post-operative day four, the patient was not progressing and exhibited peritonitis symptoms. As a result, the patient underwent a laparotomy procedure. The surgeon identified the small bowel staple line (that was done after the misfire) was completely undone. The remaining staple lines, including the anastomosis, were intact. There were two liters of succus (intestinal content). There was a complete washout of the succus performed. The surgeon redid all the staple lines and did an ileostomy. The patient was also treated with antibiotics. The patient underwent a second laparotomy five to six days after the laparotomy. Multiple abscesses were identified and addressed. The surgeon initially speculated if a surgical technique during the robotic procedure caused the staple line issue; however, he ruled that out as the remaining staple lines were intact. The indication for the hemicolectomy was to correct an ileal stricture; thus, the patient was malnourished. Hence, the surgeon thought the malnourishment possibly caused the staple line to open up. However, the firefly during the robotic procedure and the pathological report of the cut ends of tissue indicated all tissue was viable and well-vascularized. The patient is currently recovering in the hospital.